Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 2.7, lab: 6.7. Patient was tested and had a lab inr = 6.7; two to three hours later the patient was tested on the inratio meter and had a result of 2.7. Nurse stated he performs correlation between inratio meter and lab every so often and today had a discrepancy. Patient's therapeutic range: 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 2.7, reference = 6.7, mean: 4.7, confidence limits = 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 308629. Results as follows: donor: (B)(4), inratio: 2.2, 2.1, 1.9, reference: 2.31, bias threshold: 1.31 - 3.31, %cv: 7.39; donor: (B)(4), inratio: 3.1, 3.1, 2.6, reference: 3.28, bias threshold: 2.28 - 4.28, %cv: 9.84. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a % cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. To date, (B)(4) discrepant result complaints were reported for lot #308629 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.